Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician, (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the lead was returned in two pieces. The insulation was abraded at 15.1 cm to 15.6 cm and at 5.7 cm to 7.5 cm from the distal tip which exposed the outer coil. The abrasions were consistent with constant friction with another implantable device.